Event description:
Patient underwent endometrial ablation for dub. Post-ablation hysteroscopy and subsequent laparoscopy revealed uterine injury with no bowel injury to adjacent tissue. Physician suggested that event was the results of the device being partially embedded in uterine wall. Patient hospitalized overnight for observation and recovered normally.